Manufacturer narrative:
(B)(6). Results: samples and 12 photographs were returned for evaluation. A review of the device history record was performed as a lot number was provided for this incident. Evaluation of returned samples and photographs confirmed the reported defect. Retained samples show no reported defects. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. The root cause appears to be that an error occurred when the "fin" seal was being created. This type of defect is known to correct itself, thus limiting the quantity of affected product.

Event description:
It was reported that multiple bd preset¿ syringe with attached needle packages in the box were opened. Bdj confirmed all 169 returned samples were not sealed on the longer side. No serious injury or medical intervention was reported.